Event description:
Father primary caregiver reported to us 08/16/2005 that pt was hooked up to ross patrol pump both nights at 9pm. The pump kept alarming "freeflo" and "noflow" throughout both nights. He checked the pump and tubing, turned it off and back on each time it alarmed. He reports that the formula (120ml total -10 ml/hr x 12 hrs) ran out at 8am on 08/15/2005 and 7am on 08/16/2005- instead of 9 am. Father reports no adverse effects, no n/v/d, abdominal distention, cramping. Etc. Pt also receiving home tpn using sabratek 6060. No problems reported.